Manufacturer narrative:
A device history record (DHR) review could not be performed because a lot number was not available. A sample analysis is not applicable because there were no samples or digital image submitted with this complaint. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. Because no samples or photos were received for evaluation, the condition reported could not be confirmed. However, there have been cases reported previously for catheter detachment for which a corrective and preventative action (CAPA) was opened. This CAPA will address the reported condition through a more robust investigation. Results of the investigation will be documented through the referred CAPA. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: there were ten known incidents of catheters disconnecting during use. The cases are recent and started happening in the last 4-5 weeks. Additional information may not be available because lot information is usually discarded. The devices are mostly used in the or setting. The staff has been instructed to check the devices before use and to contain any that are disconnected. The green tape on the catheter has become very loose whereas it used to be so tight you couldn't twist it and would need scissors to get it un done. Now the green tape is very loose when they open it and she cans spin it around and move it around right away which doesn't seem right.